Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-41 - dead battery. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter; the meter did not turn on when the circle button was pressed or when the test strip was in the meter. During the call on (B)(6) 2018, the meter did not turn on when a test strip was inserted or by manually pressing the "s" button; customer stated the meter beeps on and turns off right away. The battery and test strip were both inserted correctly and customer was using the proper test strips. The test strip lot manufacturer's expiration date is 08/20/2019 and open vial date was undisclosed. At the time of the call, the customer stated she felt dizzy; customer stated she would go to the hospital.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. Qc investigation on 8/16/2018 resulted in defect found; meter not operational (dead meter) and battery contact damage. Final root cause: positive battery tab/terminal. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure the customer's condition since the initial call and that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for dead meter; the meter did not turn on when the circle button was pressed or when the test strip was in the meter. During the call on (B)(6) 2018, the meter did not turn on when a test strip was inserted or by manually pressing the "s" button; customer stated the meter beeps on and turns off right away. The battery and test strip were both inserted correctly and customer was using the proper test strips. The test strip lot manufacturer's expiration date is 08/20/2019 and open vial date was undisclosed. At the time of the call, the customer stated she felt dizzy; customer stated she would go to the hospital.